Event description:
It was that reported during implantation of an intraocular lens (iol) into the patients eye the surgeon noticed the optic of the lens was scratched. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol. One suture was used to close the wound. Patient outcome is good.

Manufacturer narrative:
The device was discarded and therefore not available for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.